Event description:
It was reported that during pre-insertion testing, the cuffs ruptured on three size 6 dct, disposable cannula low pressure cuffed tracheostomy tubes. This was visually detected prior to intubation. There was no direct pt involvement associated with the reported event. The three 6 dct devices were discarded and as such are not available to be returned to the MFR for identification, analysis and investigation.